Event description:
A us distributor contacted zoll to report that a patient was experiencing itchy skin. There was no alleged device malfunction contributing to the irritation. Patient was advised to use (B)(6) lotion by a physician. Follow up indicated that the lotion is helping.